Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose levels (61 mg/dl). Reportedly, the customer delivered a meal bolus and forgot to eat. Customer ate food to bring bg levels back to target range.